Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Therefore the exact root cause of the issue could not be determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient's controller was too warm. The controller was not under the blanket. The device was exchanged to the back up controller without issue. There was no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing; the controller felt warmer than usual. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The external temperature of the controller was measured to be 47.4oc. Internal visual inspection of the controller showed that the q3 measured 111.2oc. This is within the component's operating temperature specifications. This can be perceived as operating warmer however the controller continues to operate as expected. No failure detected; although the controller can be perceived as operating warmer, the unit still performed within specifications. The manufacturer has opened an investigation with the supplier to evaluate the overheating in the controllers. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.